Event description:
It was reported two (2) large volume folfusors underinfused. Furthermore, after 23 hour continuous infusion, approximately 15-20% of the solution remained in the devices. The devices were filled with 18000mg piperacillin/tazobactam in 230ml 0.9% sodium chloride. This issue was identified during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from may 28, 2022 - may 29, 2022. H10: two devices were received for evaluation containing 56ml and 64ml of residual drug fluid in the device. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rates were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.